Manufacturer narrative:
Sample collection and centrifugation data was not supplied. The qc was lower as compared to the other access 2 instrument in the laboratory. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse noted that the temperature on the instrument was 30.11°c. Accutni results should not be reported outside the lab when the ambient temperature is greater than 28°c. The fse had the customer move the instrument to a cooler part of the lab to lower the case temperature. The fse stated the case temperature was now at 26.92°c and ran quality controls. The quality controls on the instrument were now comparable to the other instrument within the lab. The fse ran a correlation study between the two instruments which verified that both instruments were in agreement on sample results. The root cause was determined to be a temperature issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report troponin (accutni) quality control results that were shifting lower on one of the customer's access 2 immunoassay system as compared to another access 2 instrument in the same lab. No patient results were supplied due to customer only reporting results with accutni quality controls. Although no erroneous patient results were generated, the potential for erroneous results to be generated does exist.